Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04590, related manufacturer reference number: 2938836-2019-04591, related manufacturer reference number: 2938836-2019-04592. It was reported that patient's entire system was explanted due to infection. No further information is available.

Event description:
Manufacturer reference number: 2938836-2019-04590; manufacturer reference number: 2938836-2019-04591; manufacturer reference number: 2938836-2019-04592. New information received notes that the physician did not allege that the infection was device or procedure related. The pocket looked fine. The patient was stable with no adverse outcomes before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.